Event description:
The patient was scheduled for a procedure in the cath lab. The patient was reportedly severely sick with multiple disease, but no specific details were provided. According to the staff, the disposables were properly primed of air. During the injection of contrast, no contrast was visible in the coronary arteries, so the staff suspects there was air injected, but this has not been confirmed. The patient arrested and they were unable to recover the patient and the patient expired. The staff suspects that the 3-way stopcock was left open. The site has attributed this to operator error. Multiple attempts have been made to gather additional information regarding the incident, including the patient's weight, pre-existing medical conditions, reason for the initial cath lab procedure, details surrounding the incident, was air actually visualized, and was an autopsy performed. The site has declined to provide any more information regarding this incident.

Manufacturer narrative:
The single-patient disposable set (spat) was returned to medrad for evaluation. During functional testing, the spat performed to specification - no issues were observed. The avanta injector that was in use during the reported event was functionally checked by our distributor and was found to be working within operational specifications.